Event description:
It was reported that a user contacted support due to concern for low blood glucose after experiencing nocturnal hypoglycemia, with documented values of 78, 44, and 79 mg/dl overnight and a current reading of 120 mg/dl trending downward; the user confirmed following their low blood glucose action plan and received education regarding use of rapid-acting carbohydrates and avoidance of overcorrection. Symptoms included hypoglycemia. Outcomes included user-performed oral carbohydrate treatment and no alarms or alerts reported. Investigation included support-led troubleshooting and user education. Investigation of this case revealed the cause of the hypoglycemia was unclear and no device malfunction was identified. It was concluded that this event involved hypoglycemia with an undetermined cause, with appropriate self-treatment and no further intervention required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.